Event description:
It was reported that an asymptomatic patient presented remotely vis merlin.net. The pulse generator exhibited backup operation. The patient presented in clinic and a device download restored normal function.

Manufacturer narrative:
(B)(4).